Event description:
Customer tested pt and device = 593 mg/dl. Customer sent pt to the hospital. Emergency room device = 300 mg/dl 25 minutes later. Pt was retested 2 hours later and device = 200 mg/dl. Pt was given insulin. Controls were in range but values were not provided. A request was made for return product, however customer declined.